Manufacturer narrative:
The review of our complaint file indicated that it is the first time this type of event is reported on the prisma m100 preset, lot 005l2282. No incriminated sample available. Patient's and third party's risk analysis:the access pod is working under negative pressure during treatment. In these conditions, there is no possibility that a rupture of the pod lead to an external blood leak. A possible external blood leak limited to some drops can be provoked during the manual membrane repositioning, where the system is put under positive pressure: would be immediately observed by the nurse. According to the conclusion of risk analysis, we considered there was no patient's safety issue. However, even if this incident did not represent a risk for the patient, it could have presented a risk of infection/contamination for the nurse, due to the contact with external blood leak. For this reason , we decided to report this case as an MDR. Possible root cause: preliminary investigations allowed us to conclude that the excessive fragility of the pods comes from a poor/insufficient welding of the retainer to the body of the pod. Corrective actions: actions of october 2005 from prisma m60, lot 05j2796p: 100% measurement of the gap existing between the body and the retainer of the pod, after welding. The review of the complaint trending has demonstrated a significant decrease of occurrence of such events. Further improvement: implementation of a 100% air integrity test of the pods under 3 bars, in may 2006. The pods tested under these new conditions will be in use in the finished products from september 2006. It was implemented in september 2006, from prisma m100 preset lot number 06i1980g. No further action will be taken by gambro industries.

Event description:
During priming, prisma m100 pre access pressure pod started to leak saline. This kit was replaced with new from the same lot no. Later on during treatment, access pressure pod exploded and the reporting nurse was exposed from the patient's blood.